Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 457 mg/dl, 200-500 mg/dl and 256 mg/dl. The customer was treated with pump. The customer had air bubbles approximate size of air bubbles in reservoir few small ones sees three to four large bubbles, bubbles in the reservoir and tubing. Customer declined to perform the high pressure test. The customer was advised if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. The insulin pump will not be returned for analysis.